Event description:
It was reported that during a right ventricular automatic threshold (rvat) test, rvat was detected as being greater than the programmed amplitude. Capture was unable to be assessed due to the absence of paced beats on the presenting electrogram (egm). Recent thresholds measured as 4-4.5 volts. The implantable cardioverter defibrillator (ICD) system remains in service. No adverse patient effects were reported.

Manufacturer narrative:
This product is not approved in the united states; however, it has been assessed as reportable as there is a similar product approved in the united states. We are unable to provide the unique identifier (UDI) # and other specific product information related to united states registration as the specific product is only commercially available outside of the united states.